Event description:
It was reported the customer had a crack near their act button. Customer also stated their battery cap was stripped. It was also found the customer had frequent battery changes. Customer also reported condensation inside their insulin pump. The customer also had several unexplained no delivery alerts. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).